Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump was alarming meter bg now. Customer's home assistant had changed the settings on customer's insulin pump and accidentally turned on the sensor feature. Customer does not normally use the sensor feature. Customer's blood glucose was 475 mg/dl. Customer treated with a manual injection. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer declined doing the high pressure test because the device is working fine. Nothing further reported.